Event description:
It was reported that the patient chose to have the device explanted. The patient had difficulty with recharging because of coupling issues. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead product ID, 37752 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37743 lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the device, serial # (B)(4), found that the battery had reduced capacity due to overdischarge with no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.